Event description:
Per the clinic, the patient experienced no sound perception with device use due to migration of electrode array. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Correction: the initial MDR submitted on march 9, 2022 was filed inadvertently. No migration of electrode array has occurred. This is a complication caused by incorrect positioning of implant.